Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: ventral hernia. Postop diagnosis: ventral hernia. Procedure: herniorrhaphy with mesh. Specimens: none. Indication and findings: ¿this very pleasant 21-year-old female presented with a painful ventral hernia. At laparotomy, the hernia was based around her infraumbilical incision. It was reduced and the anterior abdominal wall was repaired using a 10 x 15 cm piece of dualmesh.¿ procedure as follows: ¿the patient was positioned in the supine position. She was prepped and draped in a sterile manner after which the infraumbilical incision was reopened sharply using a 10 blade. The subcutaneous tissues were dived sharply until the fascia was visualized. It was incised using bovie cautery and the peritoneal cavity was entered. The hernia was gently reduced and the entrapped omentum was dropped into the peritoneal cavity. The hernia was carefully explored and no additional hernia pockets or entrapped viscera was noted. A piece of dualmesh 10 x 15 cm was brought onto the operative field. The vertices were sewn to the anterior abdominal wall using interrupted sutures of 2-0 prolene. I placed helical fixators using the protack on the periphery of the mesh affixing it in position. I placed additional prolene for complete fixation. The wound was then irrigated and closed in a layered fashion. Sterile dressing were applied and the patient was taken to the recovery room in stable condition.¿ (B)(6) 2011: (B)(6) hospital. Manufacturer¿s labels. Dual mesh. 10 cm x 15 cm. Catalog#: 1dlmc03. Lot#: 04930224. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04930224) was implanted during the procedure. (B)(6) 2016: (B)(6). Dr. (B)(6). Operative report. Preoperative diagnosis: ventral hernia, recurrent. Postoperative diagnosis: ventral hernia repair, recurrent. Procedure: laparoscopic repair. Specimens: none. Indications and findings: ¿this 26-year-old female presents with recurrent ventral hernia. At laparoscopy she was found to have a mesh which is more or less in the periumbilical position. There is some portion of the mesh which is not well adherent to the abdominal wall on the right edge of the mesh and there is some recurrent hernia on the left edge of the mesh. A 10 cm round ventrio mesh was used to cover the recurrent hernia and the mesh was reattached on its right side.¿ procedure as follows: ¿the patient ws positioned supine, prepped and draped in the usual sterile manner. After local anesthesia, a 5 mm port was introduced in the right upper quadrant under direct vision. The abdomen was insufflated. A 12 mm port was introduced in the right lower quadrant under direct vision. Adhesions were taken down using blunt and sharp dissection until the anterior abdominal wall was cleared. Findings are described above. An appropriate mesh was selected and introduced into the peritoneal cavity, placed over the hernia defect and tacked in place circumferentially using a laparoscopic tacking device. This was the capsure device. Once this was complete, 2-0 prolenes were placed at all four vertices fixing the mesh into its final position. The previously placed mesh which was noted to be not well adherent on one of its edges was also tacked into place using capsure. The abdomen was irrigated, all irrigant was aspirated. Hemostasis was complete. The abdomen was exsufflated. The ports were removed under direct vision. The 12 mm port site fascia was closed using 0 vicryl. All port sites were closed using 4-0 monocryl for the dermis and indermil glue for the cuticle. Sterile dressings were applied. Sponge, needle and instrument counts were correct x 2. The patient was taken to recovery in stable condition.¿ (B)(6) 2016 (B)(6) hospital. Manufacturer¿s labels. Ventrio st hernia patch. Ref: 5950020. Lot: huzj0737. Use by: 2017-10-28. (B)(6) 2019: (B)(6). (B)(6), md. Operative report. Pre-operative diagnosis: umbilical hernia. Post-operative diagnosis: same. Procedure(s) description: umbilical hernia repair primary repair. Findings: very small supraumbilical hernia. Anesthesia type: general. Estimated blood loss: minimal. Complications (not routinely expected or not inherent to difficulty/nature of procedure): none. Specimens/cultures: no specimens in log. Implants: no implants in log. Disposition: pacu. Condition: stable. Technique: ¿after identifying the patient obtaining preop consents the patient is placed in a supine position on the operating table. The patient then underwent a general anesthetic and endotracheal intubation. The patient's abdomen then prepped and draped sterile fashion. A curvilinear incision made around the umbilicus electrocautery dissection carried down to the midline fascia. There is a small defect above the patient's previous hernia repair. The defect measured approximately 8 x 10 mm in size. I was able to into [sic] the perineum and take down adhesions to the anterior abdominal wall and noticed no other hernias in the area. The fascia was then closed interrupted 0 pds suture. 0.25% marcaine was then injected surrounding tissues. The wound was irrigated antibiotic saline solution. The subcu was then closed interrupted 3 0 vicryl suture. Skin was then closed with interrupted 4 monocryl suture. A sterile dressings placed to the area. The patient tolerated the procedure well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: one of the edges was loose requiring revision surgery on (B)(6) 2016. Additional event specific information was not provided.